Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired at home on (B)(6) 2012. The patient's family reported that the power module patient cable became disconnected from the power module and the patient had fallen to the floor. The patient's wife called their daughter who was able to reconnect the patient cable to the power module connection. The daughter called 911 and the patient was rushed to hospital and found to have a mean pressure of 40 and in the state of comatose. Concern was expressed about the power module patient cable connection which may have bent pins. It was noted that at this time there is no plan to explant the pump. The power module, patient cable and system controller are returning for evaluation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.